Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a catheter. The customer reports that the catheter was implanted in 2001; it shows visible tissue defects, the outer catheter hull is torn at two sides.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.